Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device carefusion coordination engine (cce) services stopped. A technical support specialist (tss) found that the cce service had crashed unexpectedly and was not configured to restart automatically. The tss configured the service to automatically restart, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user stated that at 2:30pm today the bd system stopped functioning site wide. Messages began queuing on the interface, and bd was not responding or accepting any incoming messages. The issue was resolved by remotely accessing the bd server prhpyxsiscce and restarting the bd interface service carefusion cce (med) (cce service), which brought the system back online. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.